Event description:
Upon opening package, found exposed wire from tip of catheter. Additional information received, reporting doctor inserted catheter into patient's body; did not find exposed wire when opened. When he went to make a curve, catheter did not work.